Event description:
It was reported that patient had his vns device removed. It was reported that the vns system was implanted in (B)(6) 2015, but patient suffered a wound infection on the generator site in (B)(6) 2015. It was reported that patient was admitted for this infection and treated with IV anti -biotics, patient subsequently recovered and was discharged home. It was reported that patient was seen in (B)(6) 2015 for follow up and on inspection of the wound it was found to be extremely swollen, red and the device appeared to be protruding through the skin. Patient was admitted for investigation and the device was explanted on (B)(6) 2015.

Manufacturer narrative:
Date of implant; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
Review of manufacturing records confirmed that both, the generator and the lead were sterilized prior to distribution.